Manufacturer narrative:
Section a4: weight unknown/not provided. Section a5: ethnicity unknown/not provided. Section a6: race unknown/not provided. Section h3:the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded multifocal and toric intraocular lenses (iols) in the right (od) and left eyes (os), respectively, underwent a lens exchange due to the patient's inability to adapt to the multifocal lens. The event involves one patient. The patient did not have a pre-existing condition that affected calculation and was not over or under corrected. The intended target refraction of both eyes was ¿blended¿. It was noted that the right eye had a loss of 2 or more lines of bscva (best spectacle corrected visual acuity), however, post-operatively, 20/20 bscva was achieved. The left eye had -0.50 -1.00 x 011 pre-operative refraction and achieved 20/20 bscva post-operatively. The replacement lens was a non-johnson and johnson lens. There were no patient injuries or additional surgical or medical interventions reported. The patient is still healing from surgery. No additional information was provided. This report is to capture the event for the os. A separate report will be submitted to capture the event for the od.

Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: oct 13, 2025. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that the lens was received cut in half and coated in viscoelastic residue. The lens halves were cleaned revealing the lens was scratched. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.